Event description:
3 to 6 months ago rptr was cleaning contact lens with boston 3 in 1 solution and left contact lens shattered. Contacted prescriber and had to have new exam to receive replacement lenses. Had to pay again for the svs. Unable to obtain MFR info from provider other than name of co.